Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device did not perform the firing on the tissue and locked the trigger. The device was replaced by another lot to complete the case. There was no patient injury.